Manufacturer narrative:
The previous driveline repair was reported under MFR. Report #2916596-2019-03462. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a previous driveline repair on (B)(6) 2019. During log file analysis 11 low speed advisories with speed drops as low as 2120 rpm were observed. This type of behavior was indicative of issues with the percutaneous lead. The issues only occurred while the device was connected to the mobile power unit. Images of the driveline were reviewed and it was determined there was not enough room to perform another external percutaneous lead replacement. The patient was sent home on an ungrounded cable and there was no intervention taken. No further issues were reported. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from 3oct2019 through 22oct2019. The log file contained multiple low speed events on (B)(6) 2019. These events occurred while the patient was connected to the mobile power unit and had corresponding fluctuations in pump parameters. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. No other atypical alarms were noted throughout the duration of the log file. The patient was told to remain on battery power. A photo of the patient's driveline was submitted and showed there was not enough room for an additional external repair. It was reported the patient was sent home on an ungrounded patient cable with no intervention at the time. No further issues were reported. The patient remains ongoing on heartmate ii lvas. The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.